Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the products were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection after dismantling of the valves, no deposits were found in both valves. Results based on our investigation results, we cannot determine any functional deviations or other abnormalities in the products. The progav 2.0, the shuntassistant and the prechamber operated within all specifications. The examination of the return has been completed with the drafting of this report. Actions no further actions are required as a result of the complaint. If you have further questions, please contact the vigilance team by mail complaints@miethke.com. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.